Event description:
Boston scientific received information that during a right ventricular lead repositioning procedure to resolve phrenic nerve stimulation, the right ventricular lead (reliance 4-site model 0292 sn (B)(4)) could not be reinserted into the lead barrel of the device. An attempt with a different lead revealed similar results. It was thought the header may be damaged. A decision was made to replace this device; the device was removed, replaced and returned for analysis. No further patient symptoms were reported.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, detailed analysis revealed all sealplugs were intact and setscrews moved freely. The df-4 port was obstructed with a loose lead seal ring that was resting against the rv tip terminal block. The loose seal was retrieved by removing the rv tip terminal block. Upon removal, microscopic examination of the seal revealed several damage areas. No further analysis was performed.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.